Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the alarm was not loud as had always been and cannot hear it anymore. The customer stated that the insulin pump had false or unexplained no delivery alarms and backlight lost some of its brightness. The device will not be return for analysis.